Event description:
During routine testing, the device was found to be out of accuracy. The pump is over-infusing by 8-9%. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.